Event description:
It was reported that the motherboard and plunger sensor are bad. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the barrel clamp head and battery were missing. During start up testing, the reported problem was verified on the plunger, not on the motherboard. There was a plunger not in place alarm and would not detect one of the flippers. Motherboard problem could not be verified; however, pump did not have a barrel clamp head, could not run the pump. The root cause of the reported issue was found to be the normal wear. Plunger board no longer operates properly as a result of normal wear. Replaced plunger board for plunger not in place alarm. Replaced plunger printed circuit board. D4 (UDI) is unknown. No product information has been provided to date.